Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 8808560 implantable port allegedly experienced a fracture. The information was received from one source. One patient was involved with no reported patient injury. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided, a lot history review will be performed. Two devices were returned for evaluation. Samples were evaluated. Based on the sample evaluation the break was identified in both malfunctions. The company is still investigating the issue at this time. The device is labeled for single use. H10:g4. H11:g1, h6 (results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 8808560 implantable port allegedly experienced a fracture. The information was received from one source. One patient was involved with no reported patient injury. The patient¿s age, weight, and gender were not provided.